Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the provided metal liner product and lot code combination. No other reports were found against the reported femoral head or stem. Medical records were received and previously reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the provided metal liner product and lot code combination. No other reports were found against the reported femoral head. Medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/11/2015 - pfs and medical records received. Pfs now alleges elevated metal ions. After review of the medical records for MDR reportability, the revision operative note indicated dislocation. Labs provided for the metal ion levels are dated after the dor. The stem is being added to the complaint. The complaint was updated on: 11/30/2015.

Manufacturer narrative:
Update rec'd 12/26/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, swelling, and difficulty sleeping. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.